Manufacturer narrative:
Product analysis #(B)(4) :analysis information: (B)(6) 2025 08:47:27 cst pli# 10 product ID#: 977006 g2. Foreign: belgium h3: the ins, model# 977006 serial# (B)(6), was returned for product analysis. Analysis of the ins revealed no significant anomaly. The returned ins was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implanted neurostimulator (ins) was at end of service (eos), output testing had no findings. H7. Please note, correction # z-0132-2025 was a notification only. Recall was only checked because our complaint system currently prevents populating h9 without also checking h7 recall. There was not a recall associated with correction #z-0132-2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the ins battery has premature depletion. No patient symptoms reported, the issue has not resolved. Additional information was received. It was expected for the device to last longer than it did. No other information could be confirmed, replacement has not yet been scheduled. Additional information was received. It was confirmed that the ins battery depleted in under 2 years. It was unknown if the battery depletion was abnormal. A longevity calculation was not performed at the time of implant to determine expected battery life. No further information is available. Additional information was received from the manufacturer representative (rep) reporting that the ins was replaced.